Manufacturer narrative:
(B)(4): device not returned to the manufacturer.

Manufacturer narrative:
This report is filed august 6, 2014.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device, however the issue could not be resolved. The device was explanted on (B)(6), 2014 and the patient reimplanted with a new device during the same surgery.